Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported, the ventilator went vent inop and alarmed while in use on a patient. The customer reported, there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed, the customer reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.